Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Lastly, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.